Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A temperature sensing catheter extension cord was returned opened without original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. The lot number is unknown; therefore, the device history record could not be reviewed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the patient's temperature dropped suddenly while using extension cord and the normal temperature value showed an abnormal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient's temperature dropped suddenly while using extension cord and the normal temperature value showed an abnormal value.